Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was alarming downstream occlusion. The patient denied any bends, kinks, or closed clamps on the tubing line. Per reporter, gentle fingertip pressure was applied to the port site, but the alarm was not resolved. The pump was stopped, the tubing clamped, the cassette removed, the tubing gently massaged, and the cassette gently tapped on a firm surface. However, the alarm had returned after the pump cycled. Troubleshooting steps were repeated but were unsuccessful. The patient was redirected to the physician clinic for further assistance. The residual volume had been 265.1. No patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.